Manufacturer narrative:
Added: d3. Purge pressure high: due to a lack of data logs or product returned, the cause of the purge pressure high cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was decreasing purge flow and increasing purge pressure with no kinks in purge line. Purge cassette already changed without success; mc in range. Additional infomration stated purge values in normal range (to senn on connect), purge solution will be changed to g5 with bicarb, no further action needed". There was no patient harm.

Manufacturer narrative:
Updated information: d6a/d6b removed as it does not apply to purge cassette. H6 component code g07002 changed to g07001.

Manufacturer narrative:
Medical device was updated. Health effect - impact code f1905 is no longer applicable for this report.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.